Event description:
The customer reported a problem using pads cable and test load failing defib segment of opcheck, ec 90008 in log. The stated problem is indicative of a condition that could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.